Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017, with blood glucose in the 50s mg/dl at the time of the incident. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. Customer reported that the pump was worn during a medial test around a MRI/x-ray machine. Customer had some settings adjusted 2-3 weeks ago. The insulin pump will not be returned for analysis.